Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation device, fold creases, wear abrasion and weight to the spec. Cloudy in the gel observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: pain and discomfort.

Event description:
Healthcare professional reported a right side "pain and discomfort." Device was explanted.